Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with incontinence following the initial implant of the aus. Surgical intervention was performed to revise the aus. The physician did not suspect any device issues and implanted an additional cuff. There were no additional patient complications reported.